Event description:
Customer reported the number on the insulin started scrolling when customer was attempting to do a set change. The device started to push the insulin out and started alarming. Customer's blood glucose was 73 mg/dl. Troubleshooting was performed. Alarm and possible causes were explained to the customer. Alarm did not occur during prime or rewind sequence. Customer advised to disconnect from the device and remove reservoir. Customer was advised to perform rewind process again. Customer was assisted with reprogramming the device. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded and loose drive support disk. No alarm was noted for the loose drive support disk. No number scrolling anomaly was noted. The insulin pump was programmed with multiple bolus deliveries and all registered properly in the bolus history. No history anomaly was noted. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.